Event description:
It was reported the patient's ipg reached end of life and the patient lost therapy. As a result, surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. A patient had an ipg replacement due to the patient's ipg reaching end of life was reported to abbott. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.